Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock for more than four minutes during patient use. The customer advised that a backup device was available and successfully used on a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Executive summary of the initial medwatch report indicates physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Executive summary of the initial medwatch report should indicate there were no reports of adverse effects to the patient as a result of the reported issue. A stryker customer quality engineer evaluated the downloaded electronic patient records and verified the reported issue. There was an abnormal shock on the reported event date. After performing other unrelated repairs, by the third-party service agent, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock for more than four minutes during patient use. The customer advised that a backup device was available and successfully used on a patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
The customer provided additional information. The device reportedly indicated "abnormal shock delivery" when it would not provide defibrillation therapy. It was also reported that the patient was a 51 year-old male of 95 kilograms, with a height of 1.72m. The patient was discharged from the hospital on (B)(6) 2019. Patient information was updated accordingly.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock for more than four minutes during patient use. The customer advised that a backup device was available and successfully used on a patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.